Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon evaluation, there was an open pulse wire in the distribution node (dn) to front te cable, in the cable portion connecting ECG electrode a and ECG electrode b. The cause for the open pulse wire was a pulled dn to front te cable. In addition the ECG c and d cable grommet was pulled from the dn. The cause of the adjust belt messages is the open pulse wire. The root cause of the pulled cables could not be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cables. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contact zoll customer support to report that she was receiving adjust belt messages. The pt was issued a replacement electrode belt.